Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The photographs were reviewed, and it was noted that the injection port of the membrane tube appears to be mistreated/damaged. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500 ml intravia containers had injection ports that became brittle. This was observed before use. The bags were stored without the overwrap. There was no patient involvement. No additional information is available.